Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-03415, 2938836-2019-03416. It was reported that pocket erosion and infection were observed. The device system was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.